Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
High impedances were reported. It was reported the stimulation was not working. An impedance check and programming were performed. The cause was the patient's having fallen many times. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the lead issue was unknown, though the patient stated they have fallen a few times. Rep reported that since programming gave the pt coverage, no interventions have been planned. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.